Event description:
Information was received from a patient representative regarding a patient receiving gablofen via an implantable pump for intractable spasticity. It was reported that the pump been alarming for 8 days. The patient representative (caller) stated that they were able to find a doctor that will refill the pump on the 13th and wondered if they still have 6 days of reserve since the pump has already been on alarm status or is it going to go dry. The manufacturer's patient services specialist (pss) reviewed, that depends on the dosage and concentration. The caller states that the patient used "40 micro every 2 hours". The caller stated that the hcp gave them a prescription for something called trizadan and if the pump stopped, the patient was supposed to takes 3 pills 3 times a day. The caller stated that the patient would get rigid and only has 24 hours to get restarted or they would die. The caller stated that on saturday night, the patient's body was rigid and they were admitted to the emergency room and became comatose because they gave oral baclofen there. The caller stated that it took 5 days. The caller stated the patient was than discharged after that. The caller stated that the patient's legs and feet were rigid currently and they were given trizadan in case the pump stopped working. The caller stated this was a preventable problem and was very frustrated. The caller mentioned; the patient still had spasms and they had been giving the patient a bolus twice a day to help with the spasms as the pump was not fully working for symptoms. The caller asked if there is a ready supply of baclofen that they can get by 12 hours or something like that. The caller was redirected to the patient's healthcare provider and the caller was aware to seek medical attention if necessary.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient representative (rep) on behalf of the patient reporting that the patient passed away on (B)(6) 2025 and stated, "you can take pump out of service".